Event description:
It was reported that during an unspecified treatment procedure, damaged coating on the guide wire was noted. Vascular access was obtained through the femoral artery. The target lesion was located in the right iliac artery. A wallstent was deployed in the right iliac artery. During the removal of the wallstent delivery system it was noted that the coating on the guide wire was "damaged/flaked." The physician was able to advance another 35mmx260cm amplatz guide wire and complete the procedure. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, damaged coating on the guide wire was noted. Vascular access was obtained through the femoral artery. The target lesion was located in the right iliac artery. A wallstent was deployed in the right iliac artery. During the removal of the wallstent delivery system it was noted that the coating on the guide wire was "damaged/flaked." The physician was able to advance another 35 mm x 260 cm amplatz guide wire and complete the procedure. No patient complications were reported and the patient status is good.

Manufacturer narrative:
A visual examination of the returned device found the device presents the coating severely scrapped (peeled) and misaligned along the entire body. Also presents a kink at 8 cm from the distal tip. Additionally presents the distal tip slightly elongated; measured using the calibrated steel ruler: (B)(4). Reviewed as per: (B)(4). The device appears to have been in contact with a sharp or metal object. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).